Event description:
Customer reportedly received results of 209 mg/dl and 112 mg/dl on within 10 minutes on the compact plus system. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.